Event description:
It was reported, while utilizing a nerve monitoring system (patient interface) "during a case, did not capture nerves." There is no allegation of patient injury or medical intervention.

Manufacturer narrative:
No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. This product was being used for treatment, not diagnosis. This device was out of specification in an "as received condition". The information reasonably suggests that a device in question has malfunctioned. Without information to reasonably suggest a serious injury or medical intervention was required to preclude serious injury, we are filing this report as a product problem. No event date provided. The analysis was completed by the service and repair department - testing/repair evaluation did not confirm the reported event. The wave washers referred to in the repair notification are used in the clip assembly on the back of the patient interface. The clips may be used to attach the interface to a sheet, bed, etc. The wave washers are primarily intended to prevent the clips from spinning too easily; with use, the wave washers may become flattened and bent, allowing the clips to spin more freely. Service replaced both wave washers. The clips are not critical to the overall functionality of the unit; therefore, the bent washers reported in the repair notification are not considered to be a cause for this complaint. Device description: this nerve monitoring system records electromyographic (emg) activity from muscles innervated by the affected nerve. The monitor will assist early nerve identification by providing the surgeon with a tool to help locate and identify the particular nerve at risk within the surgical field. It will continuously monitor emg activity from the muscles innervated by the nerve at risk to minimize trauma by alerting the surgeon when a particular nerve has been activated. The patient interface and cable provide the means for carrying electromyographic activity from the patient's innervated muscles to the console, an interface for carrying stimulation signals from the console to the stimulating probes/electrodes, and an interface to the console from the incrementing probe. The patient interface has four or eight color coded pairs of patient electrode jacks, a patient electrode ground jack, one stimulus return jack, two stimulus output jacks (configured to accept monopolar or bipolar stimulating probes), and one incrementing probe jack. The patient simulator is used for troubleshooting and demonstrating the system without the need for patient interaction. The muting detector probe is designed to detect the presence of electronic noise from external devices (such as electrocautery / electrosurgical unit) that may cause interference on the emg monitor.